Event description:
"Rubber part was coming off" causing a fall.

Manufacturer narrative:
It was reported that the "rail toilet she had for 20 years was broken, the rubber part was coming off and the insurance company sent her this unit. She was getting up and the rail gave up and she fell to the floor. She hit her head". There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.